Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump emitted multiple call service cs078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings:a review of the pump black box showed that a call service 078-0008 alarm had occurred. During testing, the pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours without alarms occurring. Unrelated to the complaint, moisture was observed in the battery compartment. A leak test was performed and no leaks were found. The pump was opened and moisture was observed on the motor flex.